Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to impedance issues with high pace greater than 2000 ohms, loss of capture with no asystole, and oversensing. A fracture on the conductor was observed through fluoroscopy. A new non-boston scientific ra lead was successfully implanted. No additional patient adverse effects were reported.